Manufacturer narrative:
(B)(4).

Event description:
Received information the ins displayed an end of life indicator message. Device has only been implanted three months. Patient has follow up appointment with hcp on (B)(6) 2011. Additional information has been requested and if received a follow up report will be sent.